Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported she was not able to complete treatment due to pain following an air detected in the cassette alarm. The following is based on the medical records provided by the treating clinic. The patient presented to the emergency room (ER) with gradual onset of left sided pain starting two days ago. The pain was located in her neck and lateral chest. Her pain worsens after dialysis and with deep inspirations. She complained of being short of breath.